Manufacturer narrative:
No part of the stent was returned to the service center for evaluation. However, the scope used in the procedure was returned and during evaluation a small unidentifiable foreign object was found inside the channel from the bending section side of the scope. It was confirmed not to be a part of the broken stent. Since no portion of the stent was returned, the cause of the reported event cannot be determined.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure, the stent broke in two pieces while in the grasp of the snare. A piece remained lodged in the patient and the broken tip portion, where the stent is lassoed, was thought to be retained in the scope¿s biopsy channel. There were no lost pieces. The patient¿s stent had been implanted at a different facility 2 years prior. The facility reported that the stent was likely calcified and became brittle. The patient will be schedule for a second stent removal procedure at the implanting facility. In addition, the user facility reported that post procedure the scope was reprocessed and the facility¿s reprocessing technician felt an abnormality in the integrity of the scope, near the biopsy/working channel bifurcation, while manually brushing the scope during cleaning.